Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy-defibrillator (crt-d) failed final pack testing because of a low battery voltage. The device was sent from manufacturing to guidant's reliability assurance laboratory for further evaluation.